Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have a damaged safety clamp shim. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection and an event history log review. The reported condition of a damaged safety clamp shim was confirmed during the evaluation of the device. The cause of this damaged was unable to be determined with the provided information. The safety clamp shim was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.